Manufacturer narrative:
The device was returned and analyzed in the lab. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Interrogation of the device revealed the device was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported, that during the procedure. There were plans for submuscular implantation, for patient preference and comfort. There were no patient consequences post procedure.